Event description:
Event 1 [date redacted] lot: 0332405a194 patient had indwelling foley catheter with temperature sensing probe. Around 12:50pm urine was noted to be on the floor underneath the foley catheter bag. Drops of urine were noted to be falling from the bag onto the floor from the side seam of the bag in the bottom corner. Lot number on foley bag = 0332405a194 event 2 [date redacted] lot: (10)25cbd894, gtin:(B)(4). Pa-c [certified physician's assistant] was preparing to place a temp sensing foley into a patient preoperatively when noticed that the balloon port was missing off the catheter. It was a manufacturing defect completely sliced off and missing. This foley was discarded (but saved for return) prior to use. Another opened and inserted without incident. Pa-c's attention to detail saved the patient from having multiple insertions. Manufacturer response for foley catheter, temperature sensing foley catheter (per site reporter). Event 1: [date redacted] sample collected and emailed [redacted]; [date redacted] mailed on fedex, no tracking #. Event 2: [date redacted] sample collected from [redacted] and mailed on fedex.